Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). Patient reported their stimulation will go off during the day and added that it was acting up on the programs. Patient reported event date as within the last month and stated they would notice it was off in the afternoon if they were sitting down and leaned back to activate more stimulation. Patient indicated they could check the controller and stimulation would be off. Patient commented they think to themselves did I remember to turn stimulation back on this morning. Agent reviewed information and advised patient to monitor and redirected to manufacturer representative (rep) and healthcare provider (hcp) to further address.